Event description:
It was reported that screw head dislodged from the screw shank during revision surgery. All broken fragments were retrieved and all screws were removed. Per the communication with rep., the patient fused and the revision surgery was for removing hardware. No adverse consequences to the patient was reported.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, labelling review. Result: the reported event was confirmed via correspondence with the rep. The device was not returned for evaluation as it was retained by the hospital. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The IFU states that "these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Metallic implants can loosen, bend, fracture, corrode, migrate, cause pain or stress shield bone." Conclusion: as the device was not returned, a definite root cause cannot be determined. Based on information in the IFU, it is likely that due to the stresses and strains while being implanted, the screw tulip disengaged when force was applied to it during removal.

Event description:
It was reported that screw head dislodged from the screw shank during revision surgery. All broken fragments were retrieved and all screws were removed. Per the communication with rep., the patient fused and the revision surgery was for removing hardware. No adverse consequences to the patient was reported.